Event description:
Additional information was received. It was reported that the patient had been next to a fluoroscopic computer component for the dye study. The clinician programmer was in the process of updating the pump with a priming bolus command when the fluoroscopic computer was turned off. At that time, the programmer beeped and displayed the pump memory error. After changing locations, the pump was successfully updated with no problems. At the time of report, the patient was fine and had been receiving effective therapy.

Event description:
The patient had been experiencing increased pain despite dosing increases. There were no alarms and no volume discrepancies. A dye study was done (B)(6) 2012 and no problem was found. They were planning to change the patient to flex dosing and see if that helped. When they were updating the pump to the new dosing data after the dye study, telemetry was incomplete and showed a memory error; the pump memory error alarm was occurring. The pump was re-interrogated and found to be in stopped pump mode; it had been off for 14 minutes. There were sources of emi present. They moved to a different room to avoid emi and were going to reprogram the pump. The device system was delivering bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).